Manufacturer narrative:
H3: product analysis ¿as found condition: the pipeline flex device was returned for analysis inside an open pipeline flex inner pouch, inside a sealed biohazard bag, and inside a shipping box. The pipeline flex braid was not returned. The reported phenom 27 catheter was not returned. ¿damaged location details: the pipeline flex tip coil was in good condition. The distal and proximal dps restraints and dps sleeves were intact, with no signs of damage. No defects were found on the re-sheathing marker and re-sheathing pad. The distal hypotube was in good condition. The pusher wire was bent at ~63.2cm and at ~138.8cm from the proximal end. No other anomalies were found. ¿testing/analysis: n/a ¿conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open¿ report could not be confirmed, as the pipeline flex braid was not returned with the pusher wire. Possible causes of the failure to open include vessel tortuosity, the user deploying the braid in the vessel bend, and a damaged braid. In this event, the customer reported moderate vessel tortuosity, which rules out vessel tortuosity as a cause. Therefore, the user deploying the braid in the vessel bend, and a damaged braid could have contributed to the failure to open complaint. However, the cause of the failure to open could not be determined. Since the pipeline flex braid was not returned, any contribution of the braid to the failure to open could not be determined. Additionally, the returned pipeline flex pusher wire was damaged. The damage likely occurred when the user attempted to advance the pipeline flex device through the reported rebar 27 catheter against resistance. However, the cause of the resistance could not be determ ined. Possible causes of the resistance include a lack of continuous heparinized flush during the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured right clinoid artery aneurysm with a max diameter of 3.5mm and a 4mm neck diameter. It was noted that the patient's vessel tortuosity was moderate. The access vessel was the femoral artery, with 20mm diameter. The landing zone was 2.4mm distally and 3.2mm proximally. Dual antiplatelet treatment (dapt) was administered. The pru level was unknown. It was reported that the patient underwent femoral artery puncture for flow diverter-assisted coil embolization. Due to vascular tortuosity, the flow diverter stent became stuck in the microcatheter at the distal section during delivery and could not be delivered or opened, despite repeated attempts. The pipeline did not become stuck during the procedure. There was no damage to the catheter or the pushwire. Ultimately, the device was replaced. It was also reported that due to vascular tortuosity, there was leakage at the tip of the echelon microcatheter at the distal section during coil delivery, and the device was replaced. The catheter was inspected or tested prior to use. The leak was observed during use. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event ancillary devices include a stryker guidewire, phenom27 microcatheter, johnson guide catheter and johnson sheath.

Manufacturer narrative:
Continuation of d10: product ID 105-5091-150 (0229722393); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.